Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Bearings are cracked and the outter ring of the bearings are stuck to the inside of the head tube.